Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the caster broke off while moving the anesthesia machine.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The broken caster was replaced to resolve the issue.